Event description:
Customer responded to 51 year old female patient with known history of heart condition. Patient complained of chest pains and collapsed while the customer was there. Customer was using the device in semi-automatic mode and alleges the device did not advise to shock. A second device was used and patient was converted and was transported to the hospital. Patient later expired.